Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured july 15-18, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid in the bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor under infused medication during infusion. At the end of the therapy time, it was observed that the device had not delivered the expected therapy dose (residual volume approx. 40 ml). The device was filled with fluorouracil in sodium chloride 0.9 %. There was no report of patient injury or medical intervention associated with this event. No additional information is available.